Event description:
It was reported that the handpiece was overheating during a procedure. Another device was used to complete the procedure. There was no medical intervention required and no delay in the procedure.

Manufacturer narrative:
The device was evaluated by the MFR and the event as reported by the customer was confirmed. Upon disassembly the driveshaft, driveshaft bearings, and the rotor had corrosion build up on them. The corrosion in the bearings caused friction during rotation resulting in the observed heat. The cause of the corrosion was not confirmed. The handpiece was repaired and the device was returned to the customer.